Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report an emergency room visit for high blood glucose levels. The customer's blood glucose level was 600 mg/dl. The customer also reported a keypad anomaly. The customer did not report any further details about the emergency room visit. Nothing was replaced or returned.